Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged in to the right atrium. This lead was then used as an right atrial (ra) lead and remains in service. No additional adverse patient effects were reported.